Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt began to experience inadequate coverage two months after being implanted. It was also reported stimulation stops when the pt turns her head. The pt was referred to a neurosurgeon for a second opinion. The next course of action is unk at this time.